Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the infold was first noted on the initial deployment. A procedural delay did not occur as a result of the infold. The replacement valve deployment began at the bottom of the pigtail catheter. Prior to the valve dislodgement, the implant depth was 0-1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following dislodgement, the valve was out of the ncc cusp and at 0 mm on the lcc. Severe aortic insufficiency occurred as a result. A confida wire was used for this procedure. According to the physician there was nothing of note in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medical safety reviewed the product event and assessed the reported: valve dislodgement. Based on the information provided, the primary event of valve dislodgement, resulting in severe aortic insufficiency and implant of a 2nd (non-mdt) transcatheter valve, was likely related to the evolut fx valve that was underexpanded after deployment likely due to the patient's constricting anatomy due to severe aortic calcification. The reported adverse events and severities are documented in the risk management files and instructions for use. No further safety assessment is required at this time. Fluoroscopic cine loops plus fluoroscopic-images of the fluoroscopic valve-check and implant procedure were provided for review of the event described. Patient summary was not provided for anatomical review. Two images clearly show a crown overlap up to node 4, which constitutes a misload according to medtronic guidelines. Severe calcification is present in the annulus and / or native valve as evidenced by the indents in the pre-implant dilatation balloon in the images. The severely calcified anatomy appears to prevent the bioprosthesis from fully expanding at about 80% deployment. On that provided image, a frame infold is difficult to see. After the alleged valve infold has been identified, a new evolut system is being utilized and the subsequent fluoroscopic valve-check showed an inflow crown overlap up to and around node 3 which is a good load according to medtronic guidance. During the additional pre-implant balloon dilatation, the balloon still showed clear signs of the persisting constriction by severe calcification. It¿s not reported if the was recorded in 3cusp view or left anterior oblique (lao) projection. However, only left coronary cusp (lcc) implant depth can be assessed here. An image of the initial non-coronary cusp (ncc) depth assessment in cusp overlap view (cov) was not provided. The next image seems to portray a regular implantation in lao view, where in the underlying clip, no movement of the valve frame is recognizable. In cov, the valve appears very constricted and underexpanded. Among various possible reasons, the risk for a valve infold during deployment can also be increased by the misload type describe. The implant team adhered to best practice recommendations by replacing the evolut system with a new one. Unfortunately, no cine-loops of the final deployment and actual valve dislodgement were provided. And since also no imagery of the ncc depth assessment in cov was provided, it is impossible to assess how shallow / deep the valve was eventually placed. The degree of annulus / cusp calcification or the type of valve (bicuspid / tricuspid) was not described. However, it becomes clear from the different pre-implant balloon dilatations that there was a persisting severe calcification present in the annulus / native valve leaflets. This calcification led or contributed to the severe underexpansion seen in the right anterior oblique (rao)/cau (cov) projections. If indeed a bicuspid native anatomy was present but not reported, this could have added to the effect of valve underexpansion. It¿s safe to say that the patient¿s constricting anatomy has played a major role in the dislodgement of the valve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the root cause can be attributed to a misload, based on the image review. This is a user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received via ups in original box jar fully submerged in cloudy solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. Leaflet 3 was in a partial closed position while leaflets 1 and 2 appeared partially open. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damages found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012076090); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 explant date product ID edwards sapien; product type: heart valves; implant date (B)(6) 2024; explant date product ID vacs balloon; product type: dilatation balloon; implant date; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a predilatation was performed with a 22 millimeter (mm) non-medtronic balloon (vacs) after the fluoroscopic valve check. During the valve implant, the physician noticed an infold. The valve and delivery catheter system (dcs) were retrieved from the patient. Another predilatation was  performed with the 22 mm balloon. A new valve was loaded and implanted. The valve dislodged and the implant height on the non-coronary cusp (ncc) was high and aortic insufficiency was observed. Subsequently a second non-medtronic valve (edwards sapien) was implanted valve-in-valve. No additional adverse patient effects were reported.